Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
The sales representative previously reported screwdriver blades of the same catalog number in a previous product complaint, and after receiving these replacement devices, he noticed the same problem. They are not the same as he has received in the past, and loading the screws is very difficult to nearly impossible.